Manufacturer narrative:
This report is submitted on september 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient experienced breakdown of the wound and occasional pain. There are plans to explant the device and close the laceration and allow the site to heal but has yet to occur as of the date of this report september 14, 2018.

Manufacturer narrative:
Per the clinic, it was reported that the device was explanted on (B)(6) 2018. This report is filed on october 22, 2018.